Manufacturer narrative:
The biomedical engineer (bsm) reported that there are three departments that have the communication loss error, and the sectors are not showing vitals. While troubleshooting with the customer, they noticed that the ups in the multiple patient receiver (org) closet was down. They replaced it and the issue was resolved. The org receiver sends telemetry transmitter data to the central nurse's station (cns) so that they can monitor the telemetry transmitter patients. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: 12/20/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 01/04/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 01/07/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the org, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: 12/20/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 01/04/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 01/07/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bsm) reported that there are three departments that have the communication loss error, and the sectors are not showing vitals. While troubleshooting with the customer, they noticed that the ups in the multiple patient receiver (org) closet was down. They replaced it and the issue was resolved. The org receiver sends telemetry transmitter data to the central nurse's station (cns) so that they can monitor the telemetry transmitter patients. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bsm) reported that three departments are displaying a comm loss error, and the sectors were not displaying vitals. While troubleshooting with the customer, they noticed that the ups in the multiple patient receiver (org) closet was down. They replaced the uninterruptible power supply (ups), which resolved the issue. No patient harm or injury was reported. Investigation summary: the root cause is related to a third-party product, network environment, and use error. The customer reported that the ups was down and replacing it partially resolved the issue. Nk cits discovered that the customer performed a host1000 server reboot but did not start the host1000 application. A bedside takeover was also discovered to be occurring.

Event description:
The biomedical engineer (bsm) reported that three departments are displaying a comm loss error, and the sectors were not displaying vitals. While troubleshooting with the customer, they noticed that the ups in the multiple patient receiver (org) closet was down. They replaced the ups, which resolved the issue. No patient harm was reported.